Manufacturer narrative:
The device has been received at the manufacturing site. It has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. D4 unique identifier (UDI) #: (B)(4).

Event description:
The field service engineer performed the preventative maintenance tasks. During the functional checks, he found that the mayfield adaptor part connecting to the support arm is too tight. Even when the mayfield adaptor is fully loosen, it is hard to rotate around the support arm pole. It is so tight that the support arm pole gets scratched as the mayfield adaptor rotates around it. Additionally, removing the mayfield adaptor completely off the support arm required using a 6 mm allen wrench and force applied to it. The images of the mayfield adaptor and the support arm scratches currently present will be provided.

Event description:
The field service engineer performed the preventative maintenance tasks. During the functional checks, he found that the mayfield adaptor part connecting to the support arm is too tight. Even when the mayfield adaptor is fully loosen, it is hard to rotate around the support arm pole. It is so tight that the support arm pole gets scratched as the mayfield adaptor rotates around it. Additionally, removing the mayfield adaptor completely off the support arm required using a 6 mm allen wrench and force applied to it. The images of the mayfield adaptor and the support arm scratches currently present will be provided.

Manufacturer narrative:
The reported damage is confirmed based on the visual inspection of the returned mayfield head holder adaptor. The reported event is related to a known hardware design issue concerning the mayfield head holder adaptor.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer performed the preventative maintenance tasks. During the functional checks, he found that the mayfield adaptor part connecting to the support arm is too tight. Even when the mayfield adaptor is fully loosen, it is hard to rotate around the support arm pole. It is so tight that the support arm pole gets scratched as the mayfield adaptor rotates around it. Additionally, removing the mayfield adaptor completely off the support arm required using a 6 mm allen wrench and force applied to it. The images of the mayfield adaptor and the support arm scratches currently present will be provided.